Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was purple, the fibre bonding in the outer tube area (distal end) was damaged based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. Moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited stripes on the screen, and sometimes the image disappeared completely. There were no reports of patient harm.